Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed low battery alarm less than 1 week. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
No unexpected low battery alarm or error alarm was noted. The insulin pump passed the displacement test and self test. Operating currents were within specification. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.